Manufacturer narrative:
A field service engineer was dispatched to the customer site. An electrical problem with the power board triggered a malfunction in the vacuum pump which made it spill oil. The oil that spilled from the vacuum pump was cleaned and the power supply module and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "burned smell" (odor) emitting from the sterrad® 100s sterilizer and that it was "not working". There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
It was initially reported that an electrical problem with the power board triggered a malfunction in the vacuum pump which made it spill oil and that the power supply module was replaced to resolve the odor/smells issue. Instead, the triggered malfunction caused the vacuum pump to operate in reverse and spill oil. The spill was cleaned -up and only the vacuum pump oil was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Device codes correction: 2925 electrical power problem removed as it was incorrectly reported in the initial report. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil was not available for return and further analysis. The assignable cause of the odor/smells issue is the vacuum pump oil. The field service engineer replaced it and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).